Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic radical prostatectomy procedure, the blade broke. No pt consequences were reported.